Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: left side rupture, right side exchange with no complaint against the device. Healthcare professional reported at time of explant bilateral rupture. "Device photograph(s) for the device related to the reported event of no complaint against the device was reviewed on july 17, 2020. Visual analysis of the identified photos: broken shell and labeled as right side.

Event description:
Patient reported right side exchange with no complaint against the device. Healthcare professional later reported "rupture." Device has been explanted.